Manufacturer narrative:
Evaluation summary: examination of returned syringe revealed some cracks in the barrel base and the luer tip was broken off. The syringe did not display any manufacturing damage that could explain the failure during use. No product lot information is available.

Event description:
Patient developed signs of anaphylaxis (with marked bronchospasm) soon after induction of general anesthesia. Treatment was initiated for a suspected anaphylactic reaction by administration of a beta-2 agonist using a salbutamol metered dose inhaler. Since no proprietary adaptor exists, the mdi inhaler was inserted into the barrel of a 50ml plastipak luer-lok syringe and discharged by application of gentle pressure to the plunger. The luer-lok end of the syringe inhaler assembly was inserted in the proximal opening of the patient's artificial airway when a cracking sound was heard. Examination revealed fracture lines on the syringe barrel and a 5mm fragment missing from the luer-lok connector. Bronchoscopic examination confirmed the presence of the fragment in the patients left lower lobe bronchus. Fragment was removed using a rigid bronchoscope. Patient recovery was uneventful.